Manufacturer narrative:
E1 patient city ; (B)(6). Patient country:spain.

Event description:
Unomedical reference number (B)(4) event occurred in spain. It was reported that patient experienced occlusion at the tubing that prevent the flow of insulin event on 01-jul-2024. Patient changed supplies as necessary and resumed insulin. No further information.